Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown biomaterial - cement: vertecem v+/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: yao f, et al. (2019), improved investigation of piercing casings to prevent bone cement leakage in percutaneous vertebroplasty, chinese orthopedics journal of trauma december 2019, vol. 21, no. 12, doi: 10. 3760/cma. J. Issen. 1671-7600. 2019. 12. 003 (china). The purpose of the study is to explore the effectiveness of improved piercing tubes in percutaneous vertebroplasty (pvp) to prevent bone cement leakage. From (B)(6) 2014 to february 2018, 243 patients with single-segmental osteoportic vertebral fracture were treated with percutaneous vertebroplasty. There are 2 groups according to the piercing casing: in the control group there were 169 cases with 41 males and 128 females with a mean age of 71.6 ± 9.5 years. In the improvement group there were 74 cases, with 20 males and 54 females with a mean age of 73.6±9.3 years. In the control group, patients used the normal piercing tube row percutaneous vertebroplasty. In the improvement group, the modified piercing tube row percutaneous vertebroplasty was used. All patients received the unknown synthes vertecem v+ bone cement. Complications were reported as follows: (control group) 93 patients had bone cement leakage. (Improvement group) 26 patients had bone cement leakage. This report is for an unk - biomaterial - cement: vertecem v+. A copy of the clinical evaluation form is being submitted with this regulatory report. This is report 1 of 1 for (B)(4).